Event description:
It was reported that during a pulsed field ablation procedure, there was a decrease in the blood pressure. Another manufacturer's mapping catheter was in the left atrium. A pericardial effusion and cardiac tamponade occurred. A pericardial puncture was performed. Medication was administered. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: (B)(6); product type: 3294-generator; product ID: pscc100 (unknown serial/lot); product type: 0609-catheter; product ID: non-medtronic; product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012830094 was returned and analyzed. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. Functional testing was performed; no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issues. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported clinical issues of hypotension, effusion, and tamponade occurred during the procedure. The sheath passed the returned product inspection per specification. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d.10.: product ID: non-medtronic product. Product type: introducer product ID: non-medtronic product. Product type: catheter. Product ID: non-medtronic product. Product type: ep catheter. Product ID: non-medtronic product. Product type: guidewire. Product ID: non-medtronic product. Product type: radiofrequency needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.